Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the navigation system. The system was working as intended and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site mentioned that the software could not locate the camera. The system had a loose connection to the localizer. No patient was present at the time of the event. Troubleshooting included a site visit in the initial tests, the system responded according to plan. The computer was tested, the connectors traced and the camera checked for damage. All were successful. The computer was previously changed due to a similar error and a suspicion is on the other components ie. Cable and camera. The resolution was since the system performs according to plan, an action plan has been made with the site on what to do if the issue occurs again.

Manufacturer narrative:
The system logs were provided for software analysis. Review of the logs provided insufficient information to determine the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.